Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the malfunction was observed, however, there was no conclusive findings. The probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited a chipped adhesive at the distal sheath. No patient injury occurred. If this malfunction were to recur, it could cause or contribute to serious injury.